Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm2) due to non-functional patient clearance buttons. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported patient clearance button was not working was confirmed and replicated. No data was found in system logs to indicate that the fault had occurred in the field. Upon visual inspection, fluid intrusion was found on the insertion switch assembly around the tornado up and down button and corrosion on the axes controller spar button board3 (acsb3) printed circuit assembly (pca) that would be related to the reported event. The usm was installed onto a golden system where the tornado up and down button was unresponsive. The usm was then installed onto a patient side cart fixture test platform (pftp) where insertion button test failed on the tornado up button. Once testing was completed, the acsb3 pca was aba tested and was verified to be the source of the fault. The axes controller spar button board3 (acsb3) printed circuit assembly (pca) was found to be the root cause.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported the patient clearance button was not working. They were able to dock and was working in the case with universal surgical manipulator (usm2); they just could not move the patient clearance axis. The procedure was completed as planned with no indication of patient injury.